Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# (B)(4). Implanted: (B)(6) 2016, explanted: (B)(6) 2021. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-may-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that patient (pt) initially asked: which way does the thing go? Pt said: they've had 2 (previous devices) where the flat side was facing out, but the doctor put the last one in, with the bump side facing out. Pt said they think the doctor implanted it backwards. Patient services reviewed ins shape and typical orientation. Pt said: they also left a wire in, dangling. Clarification revealed pt had noticed a bump, in the middle of the flat surface of the ins since the day after implant. Pt said they normally fall to the right so this time the implant was placed on the left side of their body but: since, they think the doctor put it in backwards, this means if they fall "the wire has a much better chance of getting broke: because the patient normally falls to the right. Pt said since implant they have not fallen. Patient services redirected pt to their doctor. Pt said they will no longer go to previous healthcare provider (hcp) because the hcp told them they could get an MRI with that wire in there. Pt said they will see a new doctor who works with [device] who will remove the wire so they can get an MRI. Pt said, they have a phone appointment on march 13th and will go over the cat scan results. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. During the call pt also said: they were tired of not feeling right. Pt said device was "doing nothing". Their bladder did not work at all anymore. Pt said, they did not get a signal that they have to go anymore. Pt said they felt wet and realize: "oh", their bladder gave out again.

Manufacturer narrative:
Correction to the product ID 978b128, lot# va2e9q1: implant and explant date corrected. Continuation of d10: product ID 978b128, lot# va2e9q1, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the new unit the hcp put was capable of them having an MRI. Due to the wire not being connected to anything, they're not able to have the MRI they need for their spine. An additional surgery will be done to remove the component; they see a specialist on (B)(6) 2023. The issue of the previous ins being implanted backwards is not yet resolved. They stated that they always look at their x-rays and scans and saw it on one shortly after they put it. The hcp said they are not going to try and remove it, so sent the patient elsewhere. So they had their last scan at a different hcp and they're referring them somewhere else.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information for this event description.

Manufacturer narrative:
H3 product analysis #705487660:analysis information -- pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978b128 lot# va2e9q1 serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.